Manufacturer narrative:
Our investigation of the complaint is finalized. The field service engineer was on site for investigation and found a small tear in the expiratory channel connector and replaced it. The expiratory channel connector board including signal filters that is mounted in the expiratory cassette compartment. The exchanged part was not sent to us for further investigation. We do not know the extent of the tear or/and which part of the board that was affected. The ventilator passed pre-use check before and after the event according to the received logs. The reported issue is verified in the received logs. Clinical alarms such as vt (tidal volume) insp. Over range, peep (postive end- expiratory pressure) low and expiratory minute volume low were generated. These alarms are normally caused by leakage. In this case, it is most likely that the clinical alarms were caused by the damaged and replaced printed circuit board. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for expiratory minute volume low during patient treatment. There was no patient harm. (B)(4)